Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut. Also, the customer had placed a sticker on the cutter which caused the cutter to become stuck in mesher. The sticker was removed and the cutter was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. All pns: device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was defective. The event timing was prior to surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.upon investigation, the device failed the test cut.